Manufacturer narrative:
(B)(4). The customer reported that the battery connection pins on the defibrillator were broken and batteries could not be charged. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery connection pins on the defibrillator were broken and batteries could not be charged. There was no reported pt involvement.